Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had a defective safety device. The following information was provided by the initial reporter. The customer stated: "it was reported by customer that a defective safety shield on lot#: 3060485 right out of the box."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had a defective safety device. The following information was provided by the initial reporter. The customer stated: "it was reported by customer that a defective safety shield on lot#: 3060485 right out of the box."

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 31-aug-2023. Investigation summary: bd received 5 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged eclipse shield was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged eclipse shield with the incident lot was observed in one of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged eclipse shield. Bd was not able to identify a root cause for the indicated failure mode.